Event description:
While attempting to monitor a patient (age & gender unknown) the device's display went blank. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the facility's biomedical department was unable to duplicate the reported malfunction.